Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant failure. Extraction of tooth #8 was performed. A mis c1 implant (3.75 × 10 mm) was placed according to the digital treatment plan. The required insertion torque was not achieved, so a rescue implant (4.20 × 10 mm) was used. A control x-ray was taken.